Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported frag-loc® 1.5mm cannulated driver assy was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The frag-loc® 1.5mm cannulated driver assy (part number 80-0758, batch number 323162) was examined visually under magnification. The fracture surface was uneven with light texturing and no signs of ductility, suggesting a brittle fracture may have occurred. These kinds of fractures can be caused by increased torque during insertion, intense strain on the material, and excessive stress applied across an unanticipated axis. However, based on the information received and due to unknown surgical conditions, a root cause could not be determined.

Event description:
"It" was reported during surgery that a breakage of a frag-loc® 1.5mm cannulated driver assy (part number 80-0758, batch number 323162) occurred. No part/batch number was provided for the screw involved in this case. The surgery was completed with a 1.5mm non-cannulated screwdriver with no delay. No further information regarding the impact assessment or other consequences has been provided. This report is related to report number 3025141-2024-00607 for the screw involved in this event.